Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test +8%. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 7/8/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device failed accuracy test +8%¿ was not confirmed through accuracy testing. Performed test three times and all tests were within specification. The downstream occlusion (dso) seal was replaced as preventative maintenance. Updated software and unit reset to standard configuration. The unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.